Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot#: v012668, implanted: (B)(6) 2007, product type: lead; product ID: 3777-75, serial#:(B)(4), implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 377775, serial/lot #: (B)(4), ubd: 22-sep-2010, UDI#:(B)(4) ; product ID: 3777-75, serial/lot #: (B)(4), ubd: 18-sep-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were replacing the implant due to routine end of service and found that impedances were high on contact 15. The leads were found to be fractured so both were replaced. It was noted that the patient was getting good stimulation up until their implant died due to normal end of service. No patient symptoms reported.

Manufacturer narrative:
Product ID: 377775, lot# v012668, implanted: (B)(6) 2007, product type: lead; product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The cause of the event wasn¿t determined, the lead was over 10 years old. The system was replaced.